Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after receiving multiple shocks. Upon device interrogation, several inappropriate shocks due to atrial fibrillation with rapid ventricular response were observed. It was noted that the low amplitude atrial fibrillation was being undersensed during the episodes resulting in inappropriate discrimination of the episodes. Patient was stable. The device was reprogrammed and the patient will continue to be monitored.